Event description:
Patient reported "leaking and exchange. Rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "leaking and exchange. Rupture". Healthcare professional reported right side "silicone leakage due to disintegration of shell implant." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed 1 opening assessed as fold flow opening. As per the investigation procedure non penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "leaking and exchange. Rupture". Healthcare professional reported right side "silicone leakage due to disintegration of shell implant." Device has been explanted and replaced.